Event description:
It was reported that a patient death occurred. A 3.50 x 38 synergy stent was selected for treatment and deployed. The procedure was completed. No patient complications resulted in relation to this event. The patient was fully recovered. However, the next day, post procedure, and prior to discharge from the hospital, the patient passed away.